Event description:
It was reported the subject device had scope communication error (e227) and the image is turning black. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure the image turns black was confirmed and the scope communication error was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event image turns black is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.